Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 80-0728 "1.5mm hex driver tip, locking groove" was returned in two pieces (main body & fractured tip). The returned part was examined with magnified photography. Observed phenomena included: the driver was returned in two pieces; one large piece consisting of the main driver body, and a smaller fragment consisting of the tip of the drive mechanism. The large piece terminated in a highly oblique fracture plane which was lightly textured with no necking/ductility; the small fragment fracture plane was similarly oblique/flat/lightly-textured. Neither piece exhibited twisting of the drive splines. Measurements were taken indicating the length of the large piece was 2.7005 inches whereas the length of the small piece was 0.0840 inches. The visual appearance of the fracture plane (e.g. Largely flat, light texture, no necking/ductility) would suggest a brittle failure mode in torsional loading. This may occur in scenarios where large and/or sudden torques are applied to instrumentation. However, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during a procedure, the surgeon was inserting the locking screw into the aculoc 2 plate, and the driver tip broke. The broken piece was able to be retrieved from the patient. No adverse patient consequences have been reported. This report is related to report number 3025141-2023-00067 for the screw involved in this event.